Event description:
It was reported that an unspecified number of bd micro-fine¿+ insulin syringes experienced liquid inside the syringes. The following information was provided by the initial reporter: I have noticed on numerous occasions that new syringes have liquid inside. I removed the plunger cap, and the one on the needle, and when I pressed the plunger clear droplets come out of the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint history check was performed and this is the 1st related complaint for foreign matter in syringe on lot# 0211317. A review of the device history record was completed for batch # 0211317 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.